Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for call was pt reports internal "battery may be dead". Pt reports seeing the poor communication screen on icon. Pt reports started experiencing return of symptoms "2 or 3 days ago". Pt states "lately seems to be running often and not making it" and decided to check on device last night and that's when poor communication screen was seen. Pt mentioned previously feeling stimulation in toe. Pt reports met with mdt rep last year, who adjusted settings and told "have so many hours left, maybe my many hours are up". Pt denies feeling stimulation currently but reports "didn't before either" once reprogrammed device. Pt reports device was working well after and symptoms were controlled. Pt was not using antenna and attempted to connect to ins and saw poor communication screen. Reviewed eos info. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and get ins battery checked. No further complications were reported/anticipated at this time.

Event description:
Additional information was received from the patient. The patient stated that the stimulation in toes wasn't the issue. The issue was that the patient had poor communication due to the battery having normal battery depletion. The issue was resolved as the patient received a new system. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.